Event description:
With two separate pts during the month device leakage resulted in the waste of antibiotics and emergent replacement of doses. This occurred with two separate lot numbers for the eclipse device.